Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause, treatment and patient's outcome was unknown. It was not reported if the patient was hospitalized for the event. The action taken with pd therapy was not reported. No additional information is available.